Event description:
It was reported that a patient presented with symptoms of dizziness, fatigue and arrythmia. No lv output, loss of interrogation, and premature battery depletion was noted on the device. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.